Event description:
It was reported on (B)(6), 2008 that there was a warm feeling at the pocket when the stimulation was turned on. Pt had fallen in (B)(6) and has had a warm feeling at device site since. The pt was reported at home in fair condition. On (B)(6), 2010, it was reported that the recharger got hot and caused pain over the device about one hour after recharging. Pt would lie on the floor to recharge and did not get the antenna hot icon on the screen. There was a loss of therapeutic effect. The pt was at home in good condition. On (B)(6), 2010, the company representative reported, he kept getting the thermometer. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).